Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) states: stated in IFU are major adverse events associated with the surgery including hemorrhage and death. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported bleed; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. In addition the instructions for use (IFU) states: adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as bleeding and death. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that the patient went to a "peripheral" hospital because he felt bad. Patient was then transferred to another hospital via helicopter. It was said that the patient had pneumonia and cerebral bleeding and high watts were also reported. It was further said that the patient died in the intensive care unit (ICU). Pump analysis was requested from the site. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. The reported event of "high power" could neither be replicated nor confirmed with log files analysis; review of controller log files was not possible as the log files were not available for analysis. Post-explant functional analysis confirmed that pump (B)(4) met pre-implant requirements with power average consumption of 1.92 watts. Visual examination and dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. Independent pathology report revealed evidence of thrombus within the pump. There were mild to moderate abrasions on the lower housing ceramic surface and matching inferior surface of the impeller. These mechanical abrasions of the lower housing ceramic surface and the matching inferior surface of the impeller are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.